Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received a blank display after changing their battery. The customer also reported shortened battery life on the insulin pump. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting found the battery compartment and spring was damaged on the insulin pump. Customer's blood glucose was 160 mg/dl. The customer was disconnected from the call before further information was collected. Customer declined to return the product for analysis.